Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient relative reported left side "rupture, burning, misshapen, trouble sleeping due to pain". The device remains implanted.

Event description:
Patient reported "depressed." Patient additionally reported "losing weight, low self steam"; these events are not related to the device.

Event description:
The device has been explanted.

Event description:
Patient relative reported left side rupture, burning, misshapen, trouble sleeping due to pain. Patient reported "depressed." Patient additionally reported "losing weight," and low self-esteem; these events are not related to the device. The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture : observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain : unable to observe as it is a medical event that is not related to the device. Visibility/palpability : unable to observe as it is a medical event that is not related to the device. Depression : unable to observe as it is a medical event that is not related to the device. Varied injuries-ndr : unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.